Event description:
Customer reported that the insulin gauge displayed an amount different from expected, with the gauge showing 39 units instead of the expected 218 units. There was no adverse impact to the customer¿s blood glucose level. Customer confirmed completion of necessary steps to remove air from the cartridge and was assisted by technical support in reloading the same cartridge. Customer declined to deliver a 10.2 unit bolus to update the insulin estimate and decided to monitor the situation and follow up if necessary.